Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer further reported that on 15-nov-2018, it was hard to remove the sensor from the skin and noticed red patches and severe pain upon removal of the sensor. Customer had contact with a healthcare professional on 21-nov-2018, who prescribed flucloxacillin - 500mg (oral antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product download. Sensor (B)(4). Has been returned and investigated. Visual inspection has been performed on the returned sensor, the sensor plug was seated correctly. The sensor adhesive was not returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been returned. Investigation is pending at this time. A final report will be submitted once additional information is received. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer further reported that on (B)(6) 2018, it was hard to remove the sensor from the skin and noticed red patches and severe pain upon removal of the sensor. Customer had contact with a healthcare professional on (B)(6) 2018, who prescribed flucloxacillin - 500mg (oral antibiotic) for treatment. There was no report of death or permanent injury associated with this event.